Event description:
International affiliate reports the surgeon inserted the spinal cage and after examining x-rays, he felt that the cage was placed too far anteriorly. The surgeon tugged at the insertion instrument and a small piece of the cage broke away from the device. The major portion of the cage remains in the pt.

Manufacturer narrative:
The major portion of the cage remains implanted in the pt. The small broken piece is not available for evaluation. Review of the device history record cannot be performed as the lot code is unk. No definitive conclusions can be made at this time. However, it is possible that excessive force was placed upon the cage during the repositioning of the device.